Event description:
The customer stated that the architect c8000 analyzer generated an initial decreased glucose result of 0.7 mmol/l on a plasma sample. The sample was repeated in duplicate with results of 7.5 and 7.7 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
Field service was dispatched to the customer site and found the architect c8000 reaction carousel was too low at the r1 pipettor area due to wheel wear. Service replaced a worn roller guide assembly that was causing the reaction carousel to drop too low. The customer confirmed no further low glucose results were observed. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.